Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the healing abutment had fractured across the screw was threads. The abutment hex appeared to be stripped. The complaint is confirmed. The lot number of the healing abutment was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that patient presented in the dental office with healing abutment off. Screw on healing abutment broken off inside of the dental implant. The dentist was unable to remove broken screw. Implant had to be removed and site was grafted. Patient will return for replacement in 3 months. Healing abutment was placed on (B)(6) 2016 and removed with the implant on (B)(6) 2017.